Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the external pulse generator shut itself off despite good battery/cell status. The generator has not been returned to service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return that the device turned itself off. An endurance test was performed and no disruption in the expected performance was observed. Though the device failed some incoming testing this was attributed to a known tester issue. The device was inspected, and it passed its final test on the automated test console and passed all tests with no visual or electrical anomalies and was noted to conform to all specifications. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was further reported that the product was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.